Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable and the cine disk were replaced, and the software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed error messages and would not emit an x-ray, and that the image would not fit on the monitor. No pt injury was reported.